Event description:
The pump was returned because the priming volume was higher than normal. Evaluation revealed a contaminated force sensor and that the force sensor resistance was high. This incident is being reported based on the evaluation results.

Manufacturer narrative:
(B)(4). The pump was evaluated by animas on (B)(4) 2012. Investigation revealed that the force sensor plate was contaminated. The force sensor resistance reading was out of specifications. No loss of prime warnings were observed in the pump history. The pump was rewound, loaded, primed, and exercised with no loss of prime alarms occurring. Unrelated to the complaint the display was faded and pink.